Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the touch panel display. The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator experienced an unresponsive touch-frame. Patient involvement is unknown. Although requested, additional information was not obtained.